Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 511sd trocar valve rubber was tearing easily during the procedure (seems so fragile). The case was completed with the same trocar with some difficulties. There was no consequence to the pt.